Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist, upon removal of the sheath and deployment of the percutaneous closure device, a drop in the patient's blood pressure was noted. A femoral angiogram showed a stenosis at the area of the closure device, as well as a dissection and a small amount of extravasation. This was successfully treated with a peripheral stent. The patient left the catheterization lab in stable condition. Additional investigation revealed the following: there was nothing abnormal noticed about the sheath prior to insertion, and no malfunction of the sheath was suspected. No difficulty was encountered during insertion or removal of the dilators or sheath. No difficulty was encountered with the closure device.

Manufacturer narrative:
Despite numerous attempts to obtain the device for evaluation, the device was not returned by the site; however, per report, there was no device malfunction. The DHR review for the effected device was completed and the device met specifications prior to distribution. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's diameter was 7.4mm, and the vessels were noted to be non-tortuous and mildly calcified. The root cause for the reported dissection cannot be confirmed. There was no significant vessel calcification or tortuosity, and there was no report of difficulty advancing or withdrawing the sheath. It is possible that the borderline size of the vessel in combination with mild calcification, contributed to the event. There is no allegation of device malfunction or mislabeling, and no inadequacies in the physician training have been identified. Therefore no further actions are required.